Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pains in lower abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, asthma, migraine, fibromyalgia and complex regional pain syndrome (lower limb). In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia and back pain to be unrelated to essure. The reporter commented: lower back and hip pain gotten worse since essure inserted. Complaint samples were received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pains in lower abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, asthma, migraine, fibromyalgia and complex regional pain syndrome (lower limb). In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia and back pain to be unrelated to essure. The reporter commented: lower back and hip pain gotten worse since essure inserted. Complaint samples were received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pains in lower abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, asthma, migraine, fibromyalgia and complex regional pain syndrome (lower limb). In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia and back pain to be unrelated to essure. The reporter commented: lower back and hip pain gotten worse since essure inserted. Complaint samples were received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Sample received at quality unit yes date of sample received at quality unit (B)(6) 2020. Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.